Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 06/18/2025, it was reported that the patient was at the hospital for a heart test. The test was at 9:45 am and before the test the cgm reading was 99 mg/dl. After the test, she had hypoglycemic episode (no symptoms reported) and at that time around 10:10 am, the app didn't alert her because of sensor error. She was taken to the emergency room (ER) by the doctor at the hospital. They did a fingerstick at the ER and it was 50 mg/dl. She was treated with d50 IV (dextrose) and insulin (meant to be for diabetes management) and stayed there for 6 hours. The cgm readings on her app came back around 11:00 am. At the time of the report the patient was feeling okay. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.